Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was reported that patient anatomy was tortuous. During the procedure, the physician successfully implanted four smart coils in the target vessel using the microcatheter. While advancing the next smart coil through the microcatheter, the smart coil became stuck and would not advance forward or backward. The physician then attempted to push out the smart coil using saline solution but the smart coil would not advance. The physician then used a guidewire to push the smart coil into the aneurysm, and after several pushes the smart coil was advanced into the aneurysm. However, a small tail of the smart coil remained outside of the aneurysm. It was reported that the physician did not want to take further risks; therefore, the procedure ended at this point. It was also reported that the patient¿s condition was delicate prior to the procedure and the patient subsequently expired.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 04/14/2020: section e. Box 1. Initial reporter name and address.